Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f_94 (configuration option settings checksum is not 0) alarm. This occurred upon turning on the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was serviced on-site by a field service technician. An alarm log review, service history review, functional testing and visual inspection were performed. The f-94 alarm was identified during the alarm log review and functional testing. The cause of the condition was determined to be loss of configuration. To correct the condition, the device configuration was reset. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.